Event description:
Information received indicates the valve was retrieved from the tricuspid position due ot stenosis, as noted by echo and cath prior to explant. Pannus overgrowth formation was also noted. The valve was replaced with no additional patient complication reported.